Event description:
The lead was explanted when repositioning was unsuccessful, due to sensing and capture anomaly.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun